Event description:
On (B)(6) 2009, a 21mm trifecta valve was implanted. In (B)(6) 2017, the patient began to experience pronounced shortness of breath. Structural abnormality described as decreased leaflet mobility and wear was suspected. An ECG was performed on (B)(6) 2017 revealing a left bundle branch block. Transthoracic echo performed on that same day revealed an ejection fraction of 55-60 %, max velocity of 4.8 m/s, mean pressure gradient of 39 mmhg, area of 1.01m2, moderately severe aortic regurgitation and moderate aortic insufficiency. A transesophageal echo performed on (B)(6) 2017 showed slightly worse insufficiency, velocity of 4.28 m/s, gradient of 30mmhg and area of 1.1cm2. On (B)(6) 2017, the valve was explanted due to structural valve deterioration, and was replaced with a 23mm trifecta gt heart valve (serial number unknown). (Clinical study patient ID: (B)(6))

Manufacturer narrative:
An event of left bundle branch block, aortic regurgitation and explant due to structural valve deterioration was reported. Prior to its arrival at abbott the valve had been resected to remove leaflet tissue and a portion of the sewing cuff. Morphological and histopathological examination revealed fibrous pannus ingrowth on the bases of leaflets 1 and 3, with focal calcifications found in the pannus attached to the sewing cuff. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2009, a 21mm trifecta valve was implanted. On (B)(6) 2017, the patient began to experience pronounced shortness of breath. Structural abnormality described as decreased leaflet mobility and wear was suspected. An ECG was performed on (B)(6) 2017 revealing a left bundle branch block. Transthoracic echo performed on that same day revealed an ejection fraction of 55-60 %, max velocity of 4.8 m/s, mean pressure gradient of 39 mmhg, area of 1.01m2, moderately severe aortic regurgitation and moderate aortic insufficiency. A transesophageal echo performed on (B)(6) 2017 showed slightly worse insufficiency, velocity of 4.28 m/s, gradient of 30mmhg and area of 1.1cm2. On (B)(6) 2017, the valve was explanted due to structural valve deterioration, and was replaced with a 23mm trifecta gt heart valve (serial number unknown). (Clinical study patient ID: (B)(6)).